Event description:
Caller reported a potential false negative d-dimer result on triage d-dimer test kit. Caller said, the patient was admitted on (B)(6)2010 with febrile illness and was admitted. The d-dimer sample was taken the following day. It was a short draw and hardly any plasma was available to run the d-dimer test after sample was spun down. The whole blood result was below cutoff and the repeat test with the plasma gave a positive result. No action was taken and patient was watched for a few days and then discharged.

Manufacturer narrative:
Investigation pending.